Manufacturer narrative:
Product evaluation: mainframe 8253002 nim response 3.0: the device was received in service and repair. It was tested with a patient interface and the power cord was pulled out several times. In every case the device made the power off alarm as it is supposed to do (beeping sound). The device functioned per specifications, however; the software was updated, and the device successfully tested to specifications. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product evaluation: analysis results are not available; device not returned for evaluation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A report from the user facility states: ¿the patient nerve simulator/monitor nim response 3.0 was in use at (B)(6) hospital, special theatres. The mains lead was pulled from the unit; staff did not hear the mains failure alarm. The surgeon was not aware the unit was not powered and continued with the procedure. The surgeon became aware the unit was not powered part way through the surgical procedure, however the patient has received a degree of nerve damage requiring further medical intervention.¿ attempts made for additional information have been unsuccessful.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information provided: it was confirmed that the "mains lead" is the power cord and the cord that was in use was the one included with the mainframe upon purchase.